Manufacturer narrative:
Complaint conclusion: a saber rx 6mm x 30cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for a post dilation even though there was difficulty while it was inserted. However, it was confirmed that leakage of contrast medium occurred. The lesion was the superficial femoral artery which had severe calcification. Once the saber was pulled from the patient, it was found that the balloon had torn. There was no reported patient injury. Another unknown pta balloon catheter of the same size was used to complete the procedure successfully. The product was not returned for analysis. A product history record (phr) review of lot 17708407 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event, as severe calcification is known to damage balloon material. According to the warnings in the safety information in the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx 6mm x 30cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for a post dilation even though there was difficulty while it was inserted. However it was confirmed that leakage of contrast medium. Once the saber was pulled from the patient, it was found that the balloon had torn. There was no reported patient injury. The lesion was the superficial femoral artery which had severe calcification. Another unknown pta balloon catheter of the same size was used to complete the procedure successfully. There was no signs of infectious disease, the balloon catheter will not be returned for analysis.